Manufacturer narrative:
The submission of this report or related information is not necessarily an admission that our employees or our device caused or contributed to the reportable event. It is noted that in debrief with physician that transseptal puncture was made too posterior. Not an error or malfunction with the product. The transseptal puncture was performed by a trainee with physician guiding. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the transseptal puncture was performed too posterior which led to cardiac tamponade. The procedure was aborted and pericardial drainage was needed to address the issue. The patient required hospitalization overnight for monitoring after the event. It is noted that in debrief with physician that transseptal puncture was made too posterior. Not an error or malfunction with the product. The transseptal puncture was performed by a trainee with physician guiding. No further patient complications have been reported as a result of this event.